Manufacturer narrative:
The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the arm, rotating the endoscope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0° endoscope plus instrument and 30° endoscope plus instrument orientation was wrong. Site tried both scopes (30 and 0 degree) but issue persisted. Technical support engineer (tse) recommended to remove and rotate scope from base, correct orientation and press clutch button on arm that was holding endoscope, then reinstall endoscope. The procedure was completed with no reported injury.